Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have lodged component outside the instrument. The instrument was found to have a coextrusion from sheath distal end measuring roughly 5 mm bonded to the instrument located approximately 6.38 mm from the distal tip. The sheath was not returned, and the housing was removed and found no damage. The inputs were manually articulated and passed. The complaint was confirmed by failure analysis. The probable root cause is attributed to either sheath installation issues or damage during use. When the sheath distal coextrusion is lodged at the proximal clevis, the sheath is unable to be properly installed. The lodged coextrusion likely became dislodged during removal of the sheath during prior use.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the sheath of monopolar curved scissors (mcs) instrument was not coming completely off. The left-over materials sterilized and melted onto instrument. The extra material made it impossible to put on a new sheath. The procedure was completed with no reported injury.